Event description:
Clinical study. Same patient as MFR# 2134265-2008-00282 and 00283. It was reported that three days after the initial index stenting treatment procedure, the patient experienced a perforation during post inflation. The patient presented for treatment with an acute myocardial infarction (mi). The target lesion 1 (10mm long) was reported as the mid left anterior descending artery (mid lad) with 100% stenosis and a reference diameter of 3.0mm. The index procedure medication was bivalirudin. The lesion type was de novo. The lesion was reported with no tortuosity or calcification. Lesion 1 was predilated and stented with a 3.0x20mm taxus express 2 drug eluting stent. Post dilatation was performed with residual stenosis as 0%. Target lesion 2 (20mm long) was reported as the distal left anterior descending artery (distal lad) with 80% stenosis and a reference diameter of 2.25mm. The lesion type was de novo. The lesion was reported with no tortuosity or calcification. Lesion 2 was stented with a 2.25x20mm taxus express 2 drug eluting stent. A 2.25x16mm taxus express 2 drug eluting stent was implanted overlapping distally to the first stent due to perforation. The perforation was caused by over inflation using a quantum maverick balloon. The perforation was treated with prolonged inflations and reverse heparin. The actual description and lot number of the quantum maverick balloon is unk at this time. Post dilatation was performed with residual stenosis as 0%. The patient's condition was reported as stable. The patient was discharged five days later on clopidogrel, clexan aspirin, simovil, normiten, enaladex and mononit.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.